Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had recorded some non-sustained episodes due to oversensing of noise on both the rate/sense and shocking channels. It was further reported that the patient is pacemaker dependent. The ICD inhibited from the oversensing, however, the patient was not injured. It was also reported that the lead impedance was elevated but not out of range.